Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical representative reported via phone call that customer experienced hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was 364 mg/dl at the time of incident. Customer stated that fluids and injection was given and the site and reservoir was changed. Customer stated the glucose returned to normal 3 hours following the intervention. The insulin pump will not be returned for analysis.